Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been very dissatisfied with sensors. Customer reports that he continues to experienced blood glucose versus sensor glucose differences. Customer reports that blood glucose was 290 mg/dl and sensor glucose was 202. Customer reports of a past event where sensor glucose read 140 when blood glucose was actually 22 mg/dl and 911 emergency was called. Customer reports to be a brittle diabetic. Customer was advised on proper procedure for applying sensor and that sensor would be replaced as a courtesy. No further information provided.